Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported distortion of digital image, color irregularity of image, lines across image, intermittent loss of image. No negative impact in state of health reported.

Manufacturer narrative:
This MDR 1221826-2026-727 was filed in error, duplicate to 1221826-2026-00651. Upcoming investigation and supplementals will all be documented in 1221826-2026-00651. This event is filed under internal complaint ID: (B)(4).